Event description:
Edwards received notification from our affiliate in italy. As reported, this was a case of an implant of 23mm edwards sapien 3 transcatheter valve in the aortic position by transapical approach. During valve deployment, the delivery system balloon burst due to the severe stj calcification. Despite the balloon burst, the valve was successfully deployed. There were no separated parts of the delivery system balloon and as it was retrieved through the sheath. There was no patient injury from the event and the final outcome was good.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. Device not returned.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. Imagery was reviewed, revealing the following observations: certitude delivery system appeared to be inserted through sheath with burst balloon material extending out of it. Guidewire lumen and nose tip appeared to be missing from the rest of the device, indicative of component separation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of balloon burst, distal tip separation, and withdrawal difficulty through sheath were confirmed based on provided imagery. A review of DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. As reported, ''the balloon broken due to a several calcification on stj. The valve was fully expanded and well released without any problem. We discuss with the operators and they agreed with us that the rupture is due to the calcification.'' The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Therefore, the presence of calcified sinotubular junction likely accounts for the burst balloon. While no component separation was reported for this event, review of provided imagery revealed that the guidewire lumen/nose tip were missing from the device/balloon material. The observed component separation likely occurred during device removal as the altered balloon profile is known to result in increased difficulty associated with withdrawing the catheter into sheath. The altered balloon profile could have gotten caught on the sheath and/or resulted in non-coaxial retrieval angle due to tortuous anatomy. If additional force/manipulation was applied to overcome the associated withdrawal difficulty, it could have caused the distal end of the catheter to separate (at the distal tip/guidewire lumen). However, since the withdrawal difficulty was not explicitly confirmed per event description, component separation from further device manipulations, following the delivery system retrieval, cannot be ruled out at this time. Since no edwards defect was identified, no corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.